Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic on (B)(6) 2020, the device was unable to be interrogated by programmer wand. Multiple programmers, wands, radiofrequency antennae were attempted with no success. The wand was flipped back, and front moved all around the device site, plugged and unplugged multiple times. The patient was moved to 3 different rooms and was attempted in the hallway with no success. The device location and functioning were confirmed with the magnet. The first incidence of interrogation failure was noted on (B)(6) 2020 and patient was scheduled on (B)(6) 2020 to revisit for interrogation. The patient¿s remote transmission was found to be working fine with transmitter and rf telemetry. The last successful interrogation was made on (B)(6) 2020. After multiple unsuccessful attempts, the device could not be interrogated with inductive telemetry. No further intervention was made. The patient was sent back home and will continue to be monitored with regular follow up as the device appears to be functioning well. The patient was stable.